Event description:
Boston scientific received information that this patient experienced a tachy arrhythmia where the implantable cardioverter defibrillator (ICD) treated with anti-tachycardia pacing (atp) as programmed. The atp was not effective and the device started to deliver shock therapy. The result of the first shock was not termination of the patients ventricular tachycardia (vt), but rather acceleration of the patients arrhythmia to ventricular fibrillation (vf). The device shocked the patient seven more times before reaching therapy exhaustion. The vf turned into a very fine rhythm and the device started to undersense resulting in a false classification of a terminated episode. After >30 seconds the rhythm increased in amplitude again and a new episode was declared. Shock therapy was delivered again. An ambulance arrived during that therapy session, however it appeared that the 7th shock of the second therapy wave was successful in terminating the patients vf. The patient was hospitalized and programed in a reversed dual coil setting. A recent x-ray showed a high proximal shock coil with barely any myocardial tissue between it and the ICD. Furthermore an enormous apical aneurism was visible as well as a big calcification cap on the left side of the heart. Defibrillation threshold (dft) testing was performed to test the system in a single coil setting. A fast vt rhythm was induced and a 31 joule (j) shock did not terminate the tachycardia. A 41j shock was then successful in terminating the rhythm. The physician then reversed the setting for the single coil system and performed dft testing where both a 31j and 41j shock were unable to terminate the tachycardia. The physician decided to implant an additional shock lead and replace the device. Dft testing was performed but due to the unsuccessful attempts to convert the patient the system was deemed not safe for the patient. The cardiologist is looking into other options. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.